Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped working when transferring patient into the lift to go to the cath labs and alarmed "valve pressure failure". As a result, the pump was plugged into the mains when they arrived at the cath lab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of alarm, unspecified is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped working when transferring patient into the lift to go to the cath labs and alarmed "valve pressure failure". As a result, the pump was plugged into the mains when they arrived at the cath lab. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped working when transferring patient into the lift to go to the cath labs and alarmed "valve pressure failure". As a result, the pump was plugged into the mains when they arrived at the cath lab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Complaint is being resubmitted to include the field service engineers' findings. Teleflex did not receive the device for investigation therefore the reported complaint of alarm, unspecified is not able to be confirmed. The iabp was checked by the field service engineer and the pump checked okay. The battery voltage and connection were checked and the iabp passed functional test. The iabp was returned to service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.